Event description:
Boston scientific received information that the patient implanted with this device experienced more than one syncopal episodes within two weeks of each other. It was unknown how long the patient was unresponsive. Technical services suggested causes of the syncopal episodes. No further information was available.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.